Event description:
It was reported that the patient's blood glucose level (bg) rose to 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (arm) while the patient was swimming in the sea, causing the cannula to dislodge. As treatment, a new pod was applied. The pod has been discarded. The patient resides in the UK but was travelling in turkey at the time of the event.

Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.